Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was also stated that the therapy was "working fine" and they were only waking up twice compared to 5-6 times. It was noted that the patient symptoms started to increase again "two weeks ago". It was reported that two weeks ago the stimulation was "removed", but the patient still felt "slight stimulation". It was not clear if "removed" meant stimulation was turned off or the device was taken out, but manufacturer records indicate that the device was still active. It was stated that stimulation "used to be on both sides of her vagina, but now it was back by her anus". It was noted that there was no known accident or incident related to this complaint. There where no changes made to the settings, and no falls or trauma. It was reported that the patient was "handicapped" and had to lay on their back. It was stated that the patient had a doctor appointment scheduled for (B)(6), but the patient was going to call the health care provider. Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).